Manufacturer narrative:
Failure analysis provided additional information: the remote arm controller boards (rac) fan died after the system power cycle.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the system had a non-recoverable fault. The technical support engineer (tse) reviewed the logs and found multiple error 23 for the right master tool manipulator (mtm). Prior to calling, the customer had disconnected the surgeon side console (ssc) 1, power cycled the system and was continuing the case with ssc 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a pyeloplasty. The ports were placed when the issue occurred. The system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was completed robotically with one console. In both instances the customer was halfway through the case when the fault occurred. Both consoles are always powered on and used during our procedures. In both instances we were halfway through the case when the fault occurred. Because the second time was similar to the first it was easiest to disconnect the problematic console in order to finish the procedure efficiently.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue; however, replaced the remote arm controller boards (rac) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the rac involved with this complaint to perform failure analysis. The reported failure could not be reproduced. This rac was installed onto a patient side cart (psc) test system without any problems. It continued running for 10 power cycles and then sat idle for one hour. Failure analysis was unable to replicate the reported complaint.